Event description:
During prep, the wire would not pass thru the microcatheter. The catheter was removed and replace with no harm to the patient manufacturer response for microcatheter, headway duo microcatheter 2.1 fr (per site reporter), unknown.